Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent dislodgement occurred. Access was obtained via the femoral artery. The 80% stenosed, 2.25x30mm target lesion was located in the moderately tortuous and mildly calcified saphenous vein graft (svg) to the left circumflex artery (lcx) with a 90 degree angle. A 4.50x20mm taxus liberte stent delivery system (sds) was advanced to the lcx but was unable to cross the lesion. When the physician attempted to withdraw the sds, withdrawal difficulty occurred. The physician removed everything as a system; however, when the physician reached the sheath, the stent dislodged from the sds in the right iliac artery. The physician attempted to snare the device; however, the attempt was unsuccessful. No further attempt was made to retrieve the stent and the procedure was ended at this point. No additional patient complications were reported and the patient's current condition is stable.